Event description:
Engine co responded on possible cardiac arrest. On arrival, pt on kitchen floor, pulseless/apneic AED attached, shows v-fib on screen, no shock advised. 3 alerts from AED, but 13 no shock advised. Medic unit arrived 2 mins. Later; pt. Was in v-fib on quick look. Advanced cardiac life support algorhythm followed. Pt expired at emergency department.